Event description:
An adhesive issue was reported with the adc device. The customer's sensor prematurely detached and as a result, the customer was unable to obtain sensor readings. The customer experienced symptoms described as "flickering in front of the eyes", cold sweat, a loss of consciousness, and was unable to self-treat. The customer was provided sugar by a non-healthcare professional for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.